Event description:
The hosp reported that during an endoscopic vein harvesting procedure, during branch ligation, it was noted the silicone boot covering of the jaw to the vasoview hemopro endoscopic vessel harvesting system unit appeared to peel back from the tip. No pieces became dislodged in the pt, no retrieval was required, just removal of the device before the silicon became completely dislodged. The device was removed, another vasoview hemopro vessel harvesting system was obtained and the case was completed successfully. There was no harm or injury to the pt. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the jaws were burnt, and the silicon on the side of the cold jaw was peeling. There was some evidence of blood on the device. Based upon the visual observations, the reported complaint "silicon boot peeled back" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).